Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had experienced a traumatic event causing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2021 during which the ipg was relocated. Issue resolved.